Manufacturer narrative:
(B)(4)

Event description:
It was reported a motor stall occurred and never recovered. The pump was alarming. It was noted the eri (elective replacement indicator) for the pump was at 19 months when the pump stalled. The reason for the stall was not known. Patent symptoms included underdose symptoms; however, the specific symptoms were not specified. No diagnostic testing or troubleshooting had been performed because it was not required. Actions required as a result of the event consisted of replacement as well as hospitalization. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid. Additional information has been requested regarding the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8590-1, lot# n239568, implanted: (B)(6) 2010-04, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.